Event description:
The reason for the call was the caller reported the patient's implant would not work and only charged for 5 minutes. The issue began probably a month or 2 ago. Caller mentioned the patient was in the hospital for a CT scan because they passed out and fell. Patient was in severe pain and fell straight on their back. Caller did not have the recharger with them. Agent advised caller to call back once they had all the equipment with them.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.